Event description:
The customer's father stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 500 mg/dl. The customer's father stated that the insulin pump alarmed no delivery several times. Troubleshooting was performed, and the prime and high pressure tests passed. The customer's father stated that the cannulas of the infusion sets come out bent often. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.